Event description:
Initial report stated that osseointegration did not occur and required explantation. Dr unable to provide add'l info relative to the pt and the product.

Manufacturer narrative:
We can not fill in this form in detail because doctor does not know a lot number and pt's info on each implant. Doctor is going to offer the implant failure report on each implant soon. According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.